Event description:
It was reported that "electrical fail code #35" occurred during initial operation since first installation of the cs100 intra-aortic balloon pump (iabp) on (B)(6) 2019. There was no service activity other than the removal of the pcb board and the datasette, and currently no additional errors are occurring. However, the root cause of the first error could not be explained to the user. Subsequently, on (B)(6) 2019, an error occurred when the power was turned on while the iabp was about to be used, but the intra-aortic balloon catheter (iab) was not yet inserted into the patient. The error that occurred was "electrical test fails code #35" which prevented the iabp from being used to treat the patient and the patient eventually died for other reasons. The patient's death was not related to the iabp error. However, the end user has no confidence and trust in this iabp because of the failure in the first attempt after installation and uncertainty in the root cause of the error. The hospital is only demanding replacement with a new iabp and does not attribute the patient's death to the iabp. Please refer to mfg report number 2248146-2019-00783 for information on the involved iabc.

Manufacturer narrative:
A getinge representative has advised that the iabp in question was withdrawn from the customer site and exchanged for a new one. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge representative evaluated the iabp unit and determined that it was operating normally. The parts that were originally mounted to the unit were plugged in again and functioned appropriately. The representative suspects that the issue was with the connection or contact. However, the customer is not using the iabp due to the distrust of the device and the purchasing department of the facility requires replacement with a new iabp. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that "electrical fail code #35" occurred during initial operation since first installation of the cs100 intra-aortic balloon pump (iabp) on (B)(6) 2019. There was no service activity other than the removal of the pcb board and the datasette, and currently no additional errors are occurring. However, the root cause of the first error could not be explained to the user. Subsequently, on (B)(6) 2019, an error occurred when the power was turned on while the iabp was about to be used, but the intra-aortic balloon catheter (iab) was not yet inserted into the patient. The error that occurred was "electrical test fails code #35" which prevented the iabp from being used to treat the patient and the patient eventually died for other reasons. The patient's death was not related to the iabp error. However, the end user has no confidence and trust in this iabp because of the failure in the first attempt after installation and uncertainty in the root cause of the error. The hospital is only demanding replacement with a new iabp and does not attribute the patient's death to the iabp. Please refer to mfg report number 2248146-2019-00783 for information on the involved iabc.